Manufacturer narrative:
H3: device evaluation : lens was returned in a microcentrifuge vial with moisture and residue/debris on product. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens within specifications. Claim# (B)(4).

Manufacturer narrative:
Unk. Unk. Unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -10.00/+2.50/92 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was explanted due to excessive vault and glaucoma. It was reported that patient's current condition is good and glaucoma was resolved through medication. Cause of event is unknown.